Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Based on the information received from the customer, rosc (return of spontaneous circulation) was never achieved with manual CPR which is standard of care. The autopulse is intended to be used as an adjunct to manual CPR. In case of stoppage of autopulse, the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and would present the same workflow as manual CPR. Additionally, per reporter, the death was not attributed to the autopulse platform.

Event description:
On (B)(6) 2016, a (B)(6) male, weighing between (B)(6), was found unresponsive by his wife at home. No bystander CPR was performed. The spouse contacted emergency. During a follow-up, the reporter indicated there were no issues with the autopulse platform (s/n: (B)(4)) during set up and the responding medical personnel began using the platform. It was reported that the platform provided approximately 5 compressions then displayed a user advisory 17 (max motor on time exceeded during active operation) error message. Following the ua17, the platform powered off. The responding team switched to manual CPR and transported the patient to the hospital. According to the attending physician, rigor mortis had already been confirmed during the transport by ambulance. However, the responding medical personnel continued to perform manual CPR for approximately 10 minutes until death was pronounced. By the time the patient arrived at the hospital, rigor mortis was definite. Per physician, it is presumed that the emergency (hospital) staff probably did not perform CPR, as it was conceivable that much time had elapsed from the time the patient was found by his wife. The physician indicated the cause of death was aortic dissection and there was no causal relationship between the outcome of death and the device. No further information was provided.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a user advisory (ua) 17 (max motor on time exceeded during active operation) error message and subsequently shutting down was confirmed based on the evaluation of the archive data retrieved from the platform; however, the reported event was not reproduced during functional testing of the platform. There were no device deficiencies found during functional testing which could have caused or contributed to the reported ua 17 error message. Therefore, a root cause of the ua 17 error message could not be determined. However, possible causes could be due to low battery, the installed lifeband is twisted and/or the patient is too stiff. Review of the archive data retrieved from the platform contained a (ua) 17 (max motor on time exceeded during active operation) and another (ua) 17 (discrepancy between load 1 and load 2 too large) error message that was unrelated to the event. The platform was functionally tested and powered on without any error message observed. The ua 17 and ua 7 error messages were not observed indicating that the error messages were cleared. The platform was tested with good known reference autopulse batteries and operated with continuous compression using a light resuscitation test fixture without any observed errors until the battery was discharged. Load cell characterization test performed on the platform confirmed that both cell modules are functioning within the specification. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The ua 17 error message can be cleared by reinserting a fully charged autopulse battery, while the ua 7 error message can be cleared either by ensuring that the patient is properly aligned (armpits on the yellow line), deploying the shoulder restraint to mitigate patient movement, or restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 20 dec 2010.